Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary: as reported, during a retrograde intrarenal surgery, the basket of an ncircle tipless stone extractor was observed broken when removing the device from the package. As a result, the basket was unable to be opened and closed. A new device was used to complete the procedure. No unintended section of the device remained inside of the patient's body. No additional procedures or intervention were required due to this occurrence. No adverse effects were reported due to the alleged malfunction. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. A device failure analysis was conducted on the returned device. Product was received in plastic clamshell in open packaging. Basket wires appeared to have dislodged from the basket sheath. The handle would not actuate the basket. There are no kinks or bends observed in the basket sheath or in the support sheath. The ml la (male luer lock adapter) was loose. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have 3 of the 4 basket wires not secured at the proximal end of the basket. The basket wires had pulled free from the basket cannula that normally holds the proximal end of the wires in place. It is likely that a large tensile force was applied to the basket during handling, causing the observed damage. No information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #- exempt. Customer (person): address, mobile: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a retrograde intrarenal surgery, the basket of an ncircle tipless stone extractor was observed broken when removing the device from the package. As a result, the basket was unable to be opened and closed. A new device was used to complete the procedure. No unintended section of the device remained inside of the patient's body. No additional procedures or intervention were required due to this occurrence. No adverse effects were reported due to the alleged malfunction.